Manufacturer narrative:
Concomitant medical products: dvbb2d1 ICD, implanted: (B)(6) 2015. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device alarmed due to noise and an increase in short v-v intervals of the pacing lead. Additionally, the r wave was noted to be "small." It was also reported the coil of the right ventricular (rv) lead "was involved in the far field sensing circuit." Re-programming was performed and following, the pacing lead was capped and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.